Event description:
The customer reported that a sandstorm like screen was noted with the hd 3cmos autoclavable camera head. The event occurred during maintenance and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, cable buckling, coating, peeling ,perforation, crushing , breakage, deformation, scratches, discoloration, corrosion, and stickiness were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to g2, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event (sandstorm like image) was unable to be duplicated. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.